Event description:
Reporter indicated that the handheld screen freezes after interrogation. A replacement handheld was sent. Attempts have been made by manufacturer to obtain the handheld and flashcard.